Event description:
The pt received his scs system on (B)(6) 2010. It was reported the pt lost stimulation coverage. Eight of the sixteen contacts were invalid. X-rays showed the lead is fully inserted, with no fractures observed. The pt's physician will determine the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.